Event description:
It was reported that the pump ¿started acting up¿ and the patient was not getting medication. There were no reported alarms. The issue began on (B)(6) 2014. Then on (B)(6) 2015, part of the catheter was replaced and sent to the manufacturer for analysis. The pump was used to deliver bupivacaine and dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from an hcp. The patient medical records from (B)(6) 2015 noted that the patient recently lost significant weight and had developed quite loosed skin and fascial tissues in the abdomen. Her abdominal pump pocket site had begun to sag, and the pump began to tilt forward in the pump pocket. This resulted in the pump breaking free from its mooring sutures and twisting within the pocket, causing a coiling and kinking of the catheter. The patient underwent catheter revision in (B)(6) 2015 (as previously reported), with resumption of intrathecal infusion, and also underwent re-mooring of the pump in the right abdominal pocket site. They stabilized the pump by suturing all 4 of the pump suture loops into the abdominal fascia with interrupted ligatures of o ethlbond. After the pump was secured and the catheter revised, the patient did well for a period of time. The patients symptoms included no pain relief. [Refer to manufacturer's report # 3007566237-2015-01184 for details regarding subsequent pump flip and catheter kink and catheter compressed patient's spinal cord with revision on (B)(6) 2015].

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via product surveillance registry (psr). The pump delivered intrathecal hydromorphone (concentration 12.5mg/ml; dose 3.303mg/day) and bupivacaine (concentration 20mg/ml; dose 5.286mg/day). Indication for pump use was non-malignant pain. The patient had experienced increased pain and inadequate pain control from baseline. On (B)(6) 2015 a catheter dye study was performed under fluoroscopy and the catheter access port (cap) could not be aspirated; the catheter dye study failed. At this time the dose was decreased 98% to hydromorphone 0.081mg/day and bupivacaine 0.129mg/day. The catheter was revised on (B)(6) 2015 and a catheter kink was reported. Outcome was reported as resolved without sequelae as of (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8703w, lot# l47427, implanted: (B)(6) 1997, product type: catheter. (B)(4).